Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information. H3 investigation summary: the product was returned to ethicon for evaluation. One needle suture and one empty labeled winding former outside the foil packet were received for analysis. Product code sxpp1b416. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strand, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigation summary: the product was returned to ethicon for evaluation. One suture piece and one empty labeled winding former outside the foil packet were received for analysis. Product code sxpp1b416. During the visual inspection of the returned sam, the end of the suture was noted to be cut probably caused by a surgical instrument. Body fluids were noted noted on the sample. In addition, the needle was not returned for evaluation. As per the condition of the sample, the barbs could not be measured. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/2/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6)2024 and barbed suture was used. It was reported that the suture was used during an orthopedic procedure to close deep dermal / sub q tissue. The suture was initiated appropriately and run the length of the incision. Three back stitches were placed. A lap sponge was used to dab the incision from oozing prior to closing the next layer. Upon gently dabbing the incision, the suture backed out multiple throws requiring additional sutures to be placed to support the incision. The cst in the room inspected the suture and mentioned that the suture seemed like it was significantly less barbed than usual. It was able to assess the suture in person and also agreed that it seems like the barbs are not as pronounced as normal and given the slippage in the tissue, we decided to file a report. There were no patient consequences reported. Additional information was requested.